Manufacturer narrative:
Additional information: a1, a2, a3a, a4, b3 and b5. All information reasonably known as of 31-dec-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 05-nov-2025 noted: the burst tube. The medical service was consulted on (B)(6) 2025 to attempt to declog the cortrak tube. The registered nurse (rn) was having difficulty flushing. There were no patient injuries and no medical interventions required as a result of the torn tube. The clinician "used a 35 ml syringe and instilled ~10 ml warm water and applied a gentle back-and-forth motion with the plunger of the syringe to attempt to declog. [The clinician] used a ¾ turn when attaching the enfit syringe to avoid overtightening. [The clinician] was unfortunately unable to restore patency. [The clinician] received orders to pull the cortrak tube. Upon removal, tube was found to be occluded at the 51 cm mark and was found bubbled/torn at site of the occlusion. The clogged portion of the tubing was inside the patient. The tube was not completely severed, and the entire tube was removed from the patient. When [the clinician] inspected the tube, there was quite a bit of formula or medication stuck at the site of the tear, as well as a bubble. [The clinician] notified the physician and the rn both in the room that a new tube would need to be placed as this tube was torn. Per the patient's physician, the patient had started to eat more orally, therefore they did not feel the need to replace with a new tube." It was surmised the tube had been clogged overnight, and it's possible that nursing staff may have used too much force with a syringe while attempting to declog.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 12-nov-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the cortrak tube burst during use. There was no reported injury.